Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. According to the inspection result by local service department, the reported image failure was due to circuit boards. The cause of circuit board failure could not be identified.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, the image was intermittently visible. The user check with the alternative output but problem remained. There was no report of patient injury associated with the event.

Manufacturer narrative:
The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could be duplicated and no image came on the monitor (blank screen) due to faulty board.the exact cause of the reported event could not be conclusively determined at this time.if additional information is received, this report will be supplemented.